Event description:
Lancet dit not extend far enough and required another prick to get a sample for testing when used in palco labs autolet lancet device. Reaction reported as: futura gentle-let lancet packaging lists. Autolet lancet device as being compatible with their lancets.